Event description:
It was reported that during a laparoscopic proctocolectomy procedure, the device was fired and reloaded several times. On the third firing, the staples did not form completely at the end of the staple line. There was a slight hole in the bowel which the surgeon resolved by placing several sutures to close the hole. Patient consequence unknown.

Manufacturer narrative:
Date sent: 10/01/2007. Information anticipated, but unavailable at this time.